Event description:
An aneurx bifurcated stent graft was implanted in pt on november 2000. The hosp course was complicated by the pt having atrial fibrillation with the block, which required a permanent pacemaker the following day. The pt also developed a pneumothorax post pacemaker requiring a chest tube, which was discontinued on december 2000. The pt was discharged the following day in stable condition. A routine CT scan with contrast 4 days later was performed. Comparison is made with intra-operative CT scan dated october 2000. The CT scan demonstrated an occlusion of the right limb of the pt's endograft and the proximal portion of the stent graft crossed over the origin of the left renal artery. The aneurysm had a diameter of approximately 3.8cm which was uncharged from previous studies. The main proximal body of the graft in the limb was patent. It is uncertain why the right limb occluded. The physician stated he felt it was related to some compression of the lumen of the limb and could result in a pressure gradient and decreased flow, therefore, resulting in thrombosis. On january 2001, a left artery stent was placed for a 65% eccentric stenosis, which resulted in a 0% stenosis. No info is available at this time regarding placement of a fem-fem bypass graft.

Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted for the treatment of an abdominal aortic aneurysm in 2001. The aortic neck length is unknown and vessel morphology is unknown. It is reported that the post-operative films showed an area of narrowing in the right iliac artery, however, flow was not slowed or diminished to the right leg. The physician decided not to angiography this narrowing. The pt returned to the facility 1-2 weeks later complaining of right leg claudication. It was reported that the CT scan showed reduced flow to the left kidney and right limb occlusion. It was reported that the stent graft was deployed too high and to be partially deployed so that the serrated edges of the top of the graft were in the ostium of the left renal artery. The right iliac was 100% occluded with good collaterals from the left internal iliac to the right internal iliac. A left renal artery stent was placed. During the procedure, it was found that the right accessory renal artery was covered, however, the physician was aware of this when the stent graft was placed and felt that this was not a concern. The pt's creatinine level prior to the placement of the stent graft was 0.9; the creatinine level at this time was 1.3. The pt was scheduled for a fem-fem bypass procedure 1-2 weeks later. The pt's status is unknown at this time. Further info from the facility is pending.